Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the lower jaw of the device was bent. It was reported that the jaw was bent when the surgeon hit the bone of the patient with the device. This type of failure can occur when the device is mishandled on hard bone which can cause the jaw to deform, therefore is a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the sales rep's expressew iii without hook bottom jaw bent. The sales rep stated this happened as they were moving the device under the rotator cuff and drove into the bone. The sales rep stated that the bone was not damaged. The case was completed with another expressew device with no patient harm or delay. The device is being returned for evaluation.